Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.

Event description:
Product was returned as an implant failure because of bone condition and infection. Based on the report, the pt had moderate oral hygiene and moderate bone condition. The pt also had a medical history of tobacco use. The surgery was a 2 stage surgery with healing abutment load in tooth location #4. No bone augmentation material was used. The doctor indicated that the device was not received damaged or defective in a way to cause it not to perform as intended. The pt was described as recovered with no complications.